Event description:
It was reported that the customer had two motor error alarms on the insulin pump in the last and half weeks. Customer's blood glucose level was 15.1 mmol/l. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to retrieve their pump settings and return the pump with the battery. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.